Manufacturer narrative:
The product has not been received for evaluation and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that during biomed testing the device powered up without display. Complainant indicated that there was no pt involvement in the reported malfunction.